Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.4, d.9, h.3, h.4, h.6 device evaluation: visual analysis of the returned device identified: white particles in shell and crease flat. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.